Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. Moreover, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
Rp.012635¿ the dentist reported that 7 days after dental implant was installed in intraoral region 18#, its non-osseointegration was observed. The patient presented insufficient bone quality/quantity (bone type ii), fenestration occurred during surgery and immediate implant and immediate load were performed.